Event description:
Information received that the brakes would set but not hold on this unit. No injury reported.

Manufacturer narrative:
Bed located in basement storage area. Tech found the brakes were not working - would set but not hold. Cause: worn weldment and brake steer linkage. Replaced new bushing, weldment and brake steering linkage.